Event description:
Reporter alleged obtaining discrepant blood glucose results of hi (greater than 600 mg/dl) and hi on a patient using the inform system compared to back to back with a result of 162 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.